Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, he attempted to update the roller pump software for the notice of field correction (nfc) and the software update failed. This failure resulted in the older software version being wiped out and it will not reinstall. The roller pump will not power up, nor the cooling fans. There was no pt involvement.